Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "flat" device. Healthcare professional later reported capsular contracture baker grade iii and malposition. The device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and malposition. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
.Healthcare professional reported right side "flat" device. The device remains implanted.